Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had soreness at the pocket site. It was also reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had soreness at the pocket site. It was also reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.